Manufacturer narrative:
This report is for an unknown screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the tip of the screwdriver snapped off in the screw and the surgeon was unable to advance/back out the screw. The surgeon had to burr away the tulip to allow the rod to be seated properly. During the final tightening of the locking set screws, the torque shaft was spinning in the set screw interface. The immediate tighteners appeared to be worn out and need to be replaced. There was a surgical delay of twenty (20) to twenty-five (25) minutes. The procedure was completed successfully with the use of other devices. Concomitant devices reported: setscrew (part number unknown, lot unknown, quantity unknown). Xpdm quick-con si poly scwdrvr (part number 279712400, lot mi53099, quantity 1). Xpdm quick-con si poly scwdrvr (part number 279712400, lot mi61165, quantity 1). Single innie inserter (part number 279702000, lot gm4196303, quantity 1). X25 final tightener (part number 279712600, lot gm4233201, quantity 1). Single innie inserter (part number 279702000, lot gm4196303, quantity 1) . This report involves one (1) unknown screws. This is report 3 of 3 for (B)(4)..